Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted with postcardiotomy cardiogenic shock (pccs)/low cardiac output syndrome (lcos) was implanted with an impella 5.0 device for mechanical circulatory support. While on support, a high purge pressure alarm was noted. Dextrose concentration was decreased to g2.5 %. It was noted that purge pressure was still high. Echocardiogram confirmed impella was too far in left ventricle [lv]. Impella was explanted.